Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
¿Leak¿ ¿at hub¿ ¿line was pulled¿